Manufacturer narrative:
Concomitant medical products: 4193 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the atrial and ventricular channels. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.